Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was in a new implant procedure on (B)(6) 2016 and when testing impedance intraoperatively and electrodes #5 and #13 were greater than 10,000 ohms. It was noted that the rep only did testing at 0.7 volts. The physician took out the leads, wiped them down, and reinserted them into the ins. The high impedance on electrode #5 resolved, but #13 was still out of range. The physician tried taking the affected lead out and wiped down five times, but #13 was still having high impedance. They also used suction tool to suction out the ins port and around the lead itself but this did not resolve the issue. The physician was getting frustrated so they opened up another ins and then the issue resolved and all impedance values were in normal range. The rep noted seeing values of "xxxx" on the impedance results with electrodes #1 through #5 with the second new ins that was ultimately implanted. The rep indicated that after retesting impedance the "xxx" impedance cleared and resolved to be within normal range. The first ins that was not implanted was to be returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomalies.